Event description:
Customer states that discordant results were obtained when using the backman coulter access system to run ckmb and troponin I on pt samples. Customers states that "ckmb" variation went from 70 & 69 > 2.2, 4.4 and troponin went from 9.1 & 7.9 > .05 & .05. An immediate re-run of the samples agreed with the initial results, however subsequent testing of the original samples and freshly drawn samples produced these discordant results. Based on significance of these differences, diagnosis and/or course of treatment may be affected. Documentation of these events, lot numbers of the products and the printouts of the results are not available from the hospital. A catheterization was performed on one pt without incidence or adverse effects, however it may have been an unnecessary additional diagnostic test based on the post procedure ckmb and troponin results as stated by the user.